Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported atrial tachycardia could not be conclusively determined through this evaluation. The account reported that on (B)(6) 2020, the patient was hospitalized after experiencing atrial tachycardia. The patient reportedly had no clinical compromise and had medication changes. The event resolved on (B)(6) 2020, and the patient remains ongoing on vad support. Cardiac arrhythmia is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for observation for 48 hours for atrial tachycardia. No clinical compromise noted. The site added sotalol 80 mg twice a day and doxycycline 100mg twice a day. The patient¿s mag ox increased to 600mg three times a day and lipitor increased 40mg daily.